Manufacturer narrative:
Damaged blade.

Event description:
It was reported that the device was used during an unk procedure. After the new blade was installed, the generator alarmed and displayed error code '5'. Then re-installed, still failed. Then another one was used to complete the case. There was no consequence to the pt.